Event description:
Reportedly, during the follow-up performed on 12 june 2012, when the sensing test started, the programmer (orchestra + with a software version of 2.28c1) was blocked. The user could not stop the test and the keyboard was not anymore functional. Consequently, he removed the programmer head. The programmer was blocked yet again at the end of the follow-up and the user had to unplug it to pursue the other follow-ups. An explanation was required.

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.